Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was opened for further inspection, u5 was found to be defective. The reported event of receiver ceased to function was confirmed. The root cause of defective receiver was due to main pcba defective u5.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/30/2016 that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver ceased to function could not be confirmed. A root cause cannot be determined.